Event description:
It was reported that a percutaneous peripheral intervention (ppi) was performed for a heavily calcified chronic total occlusion (cto) in the plantar artery (pa). As anomaly was felt while an asahi crosslead tracker guide wire was being used with a prominent micro catheter (tokai medical products), an attempt was made to remove the guide wire, but the guide wire was caught at the catheter tip. When removed from the patient anatomy, the tip of the guide wire was deformed in a ball-like shape. An unspecified guide wire was used instead to successfully complete the procedure. It was informed that there were no health hazards to the patient due to the reported event.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: 3003780911. When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The reported crosslead tracker guide wire was returned for investigation. The returned crosslead tracker guide wire was found corrugated for approximately 35mm from the wire tip. The polymer jacket was found twisted and ruptured proximal to the proximal solder (set at 55mm from the wire tip to fix the outer coil onto the core wire), exposing the core wire. The outer coil was detached from the proximal solder and entangled with and distally gathered with the polymer jacket, exposing the core wire. The outer coil was found loosened and exposed at approximately 14-16mm distal to the proximal solder, where damaged polymer jacket was observed as well. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that torsion generated with rotational wire manipulation while the distal segment of the crosslead tracker guide wire was caught by the calcium might have been locally accumulated to the distal segment of the guide wire. Consequently, the outer coil was significantly loosen and detached from the proximal solder. As further pushing and pulling wire manipulation was applied, the outer coil was unraveled and distally gathered, increasing resistance with the concomitantly used prominent micro catheter. Although it was concluded that this event was not attributed to product quality, it was concluded that the returned crosslead tracker guide wire was too severely damaged to rule out possibility that some fragment of the detached polymer jacket of the guide wire might have been left in the patient anatomy. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guide wire without observing corresponding movement of the tip. [Otherwise, the guide wire may be damaged and/or trauma may occur.] In addition, ensure that the distal guide wire and its location in the vessel are visible during wire manipulations. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunctions and adverse events] 1. Malfunctions ~ damage such as separation ~ coming off of coating.